Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Correction to field h6: impact codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) visited the clinic for device activation; however, the device did not work. As a result, the patient continued to experience recurrent urinary incontinence. Clinical examinations confirmed that the pump did not maintain the occlusive cuff. No voiding was observed, and urodynamic studies still indicated incontinence. Several days later, the patient contacted the clinic and stated that he would not be undergoing the procedure with his previous physician. He is currently awaiting delivery of the replacement device to schedule the procedure. The device remains implanted. No additional patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) visited the clinic for device activation; however, the device did not work. As a result, the patient continued to experience recurrent urinary incontinence. Clinical examinations confirmed that the pump did not maintain the occlusive cuff. No voiding was observed, and urodynamic studies still indicated incontinence. Several days later, the patient contacted the clinic and stated that he would not be undergoing the procedure with his previous physician. He is currently awaiting delivery of the replacement device to schedule the procedure. As a result, the device was explanted and replaced. No additional patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4). Correction to field h6: device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) visited the clinic for device activation; however, the device did not work. As a result, the patient continued to experience recurrent urinary incontinence. Clinical examinations confirmed that the pump did not maintain the occlusive cuff. No voiding was observed, and urodynamic studies still indicated incontinence. The device remains implanted, and a replacement procedure is scheduled. No additional patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) visited the clinic for device activation; however, the device did not work. As a result, the patient continued to experience recurrent urinary incontinence. Clinical examinations confirmed that the pump did not maintain the occlusive cuff. No voiding was observed, and urodynamic studies still indicated incontinence. The device remains implanted, and a replacement procedure is scheduled. No additional patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) visited the clinic for device activation; however, the device did not work. As a result, the patient continued to experience recurrent urinary incontinence. Clinical examinations confirmed that the pump did not maintain the occlusive cuff. No voiding was observed, and urodynamic studies still indicated incontinence. Several days later, the patient contacted the clinic and stated that he would not be undergoing the procedure with his previous physician. He is currently awaiting delivery of the replacement device to schedule the procedure. As a result, the device was explanted and replaced. No additional patient complications have been reported.